Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a "ventilator inoperative" code was observed in the device's downloaded error log. The device's software was reloaded to address the issue. An issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.